Manufacturer narrative:
(B)(4). Medical product - unknown ext-bio modular-anatomic/primary, therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-00777.

Event description:
It was reported that the patient underwent an initial shoulder procedure on an unknown date. Subsequently, the patient was converted from a hemi-biomodular to a reversed comprehensive shoulder due to unknown reasons.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
Shoulder revision due to cuff failure.

Manufacturer narrative:
The reason for revision is due to disease progression rather than failure of the implant. Therefore this incident is not reportable.

Event description:
Conversion of a hemi biomodular to a reversed comprehensive; humeral baseplate did not fit in the stem, different trunion (conus). Revision (conversion to reversed arthroplasty): because of mismatching between biomodular stem and comprehensive humeral baseplate, stem removal and use of a cemented tm stem 8x200mm.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) for item 113705 was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.